Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was missing. The customer¿s blood glucose level was unknown. The customer stated that the transmitter didn't blinked when connected to the sensor despite being fully charged. The customer stated that they removed the sensor and the electrode was missing had received a power loss alarm on the insulin pump. The sensor will not be returned for analysis.